Event description:
Related manufacturer reference number:2017865-2023-45270. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular and atrial lead exhibited noise oversensing. Low pacing impedance was also noted. It was noted from x-ray that both leads were fractured. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise, low pacing lead impedance, and lead fracture were confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection of the partial lead found clavicle crush damaging/breaching the outer insulation and fracturing the outer coil which is consistent with clavicle crush forces. The cause of reported events was due to the exposure of the outer coil and fractured outer coil in the clavicle crush region.